Manufacturer narrative:
Date of event: unknown, not provided. If explanted; give date: explant is planned but has not been confirmed. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient experienced poor distance vision after implantation of a model zxt150 tecnis multifocal iol (intraocular lens) in her right eye (od). As a result, the surgeon plans to explant the iol and replace it with another zxt150 model lens of a different diopter power. Visual acuity pre-op 20/50; visual acuity post-op 20/70. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 11/26/2018. Device returned to manufacturer: yes . Device evaluation: the returned sample was received. The product was visually inspected with the unaided eye showing the lens was cut in half, most probably to aid in explant. Based on the condition of the return, further analysis is not possible. The customer''s reported complaint could be not verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.